Manufacturer narrative:
The root cause of this event could not be determined. Samples tested negative on both provue analyzers while 1+ in manual gel. Account is experiencing no other problems with either provue analyzers or the lot of cards. Initial testing on both samples was reported to clinician but was corrected after manual testing was performed.

Event description:
Dat testing on provue (B)(4) was negative for cord blood. Baby born on (B)(6). Mom o pos, baby a pos. Results were reported as negative dat. Initial bilirubin was 13 then climbed to 14.3 then dropped to 12.1. Baby was discharged. Baby represented at doctor's office on (B)(6) 2019 and a heal stick was drawn and sent to the same facility. Dat still negative on the provue. So account pulled both samples and tested them on both (B)(4). Both dats are clean negative. However, customer tested both samples in manual gel and received and 1+ haze reaction. Igg card lot 092418001-05. Two samples tested on two provue analyzers. 2 of 4 emdr.